Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to perform the scheduled annual preventive maintenance (pm) on the unit. Fss completed the pm checklist and calibrations, which several filters, o-rings and battery were replaced on the unit as part of the pm service. While on site, the fss noted error 2011/2012 and replaced the instrument manger to resolve the noted issue. Fss also performed the field service checklist on the unit, which it passed all the functional tests and the system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that error 2011 (error 2011- error getting version strings from instrument host) and error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.